Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: differences in coronary alignment between evolut fx and navitor valves.

Event description:
The article, "differences in coronary alignment between evolut fx and navitor valves", was reviewed. The article presented a retrospective, multicenter study to assess and compare coronary accessibility among the latest self-expandable transcatheter heart valve (thv) using post-transcatheter aortic valve replacement (tavr) multidetector computed tomography (mdct). Devices included in the study were evolut fx and navitor valves. The article concluded that coronary overlap (co) and ostial geometry relative to the thv frame differed significantly between the two self-expandable valves (sev) platforms. Balancing these anatomic and device-specific factors may be essential to ensure future coronary access following tavr. [The primary and corresponding author was hioki hirofumi, department of cardiology, ims tokyo katsushika general hospital, tokyo, japan, with corresponding email: hioki.teikyo@gmail.com]. The time frame of the study was from may 2022 to may 2024. A total of 402 patients were included in the study, of which 152 (37.8%) received an abbott device. In the supra-annular (sa)-sev group, the average age was 85 years and the majority gender was female. In the intra-annular (ia)-sev, the average age was 86 years and the majority gender was female. Comorbidities included hypertension, frailty, diabetes mellitus, dyslipidemia, chronic kidney disease, percutaneous coronary intervention, pulmonary disease, atrial fibrillation, and heart block.

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of differences in coronary alignment between evolut fx and navitor valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, frailty, diabetes mellitus, dyslipidemia, chronic kidney disease, percutaneous coronary intervention, pulmonary disease, atrial fibrillation, and heart block. Some of the complications reported were hemorrhage, renal failure, stroke, interventions and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: differences in coronary alignment between evolut fx and navitor valves.